Event description:
It was reported that during the procedure, switching the generator from ept to ibi caused the system to reboot with the error message "ep wkmt application has generated corruption and will shut down". This happened 3 times during the case.

Manufacturer narrative:
The ep4 stimulator was received for eval. Upon inspection, the unit would not start up. The complaint could not be confirmed or fully evaluated due to the fact that the computer would not boot. The cause for the reported error message remains unk.